Event description:
It was reported that during unpacking of a 3.0 x 23 mm xience xpedition stent delivery system (sds), the stent dislodged when the protective sheath was removed. There was no reported resistance removing the protective sheath. Another 3.0 x 23 mm xience xpedition sds was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated from this lot. Based on the reviewed information, no product deficiency was identified.